Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Suspected false positive sars results for 1 consumer (unknown quantity). It is unknown if the consumer was symptomatic. The consumer communicated that they were testing positive with quickvue otc in july of 2022 and have continued to test positive. The consumer was unable to provide further details and clarification.